Manufacturer narrative:
Manufacturer's investigation conclusion: the reported leakage could not be confirmed as no images or videos were submitted, and the leak could not be reproduced during functional testing. The eurosets oxygenator, lot number 7559308, was returned to abbott and an initial visual inspection was performed. The oxygenator revealed no obvious damage to the external housing, ports, or fibers. Droplets of clear liquid were observed within the top and bottom orange housing. A correlation between these droplets and the reported event could not be established through this evaluation. The oxygenator was forwarded to the external manufacturer (eurosets) for technical analysis. The oxygenator was set up in a circuit with a 500-milliliter reservoir of physiological water and peristaltic pump. The oxygenator was filled with physiological water via the peristaltic pump, and the water was circulated through the oxygenator at a flow rate of 6 liters per minute (lpm) for 6 hours at 1.5 atmosphere (atm). No leaks were observed during this time. Eurosets reviewed the production documentation for the oxygenator lot and confirmed that all tests from the production process were compliant with the technical specifications. Eurosets confirmed that they apply 100% production process tests to all of their devices. The eurosets amg pmp instructions for use (IFU) warns that the extracorporeal circulation always has to be carefully and continuously checked. This document additionally states that a spare oxygenator must always be available during perfusion. If particular situations occur which may lead the person responsible for perfusion to determine that the safety of the patient may be compromised (including leaks), oxygenator replacement should be performed per the IFU guidelines. The production documentation for amg pmp oxygenator, lot number 7559308, was reviewed by the external manufacturer (eurosets) and showed that all tests from the production process were compliant with the technical specifications. The eurosets amg pmp instructions for use (IFU) is currently available. Under the list of warnings, the IFU warns that during the extracorporeal circulation (ecc) a backup oxygenator is necessary and also warns that the extracorporeal circulation has to be carefully and continuously checked. Also, under the list of warnings, the IFU warns that ¿before using the product it is advisable to carefully inspect it. Shipping and handling could cause structural and functional damage to the device.¿ under the section titled, ¿priming and recirculation procedure¿, the IFU provides instructions on how to prime the oxygenator for use including verifying the integrity of the heat exchanger and paying particular attention to possible water leaks. This section further warns that the ¿pressure level inside the blood compartment of the oxygenating module shall not exceed 100 kpa (1 bar / 14 psi)¿ and that the ¿blood side compartment pressure must be higher than the gas side compartment pressure¿. Additionally, this section states that the oxygenator should be primed by gravity. The IFU provides further instructions on how to open the arterial line, how to purge the air contained in the circuit, how to close the purging line, and how to close the venous and arterial lines in this section. The section entitled ¿oxygenator replacement¿, this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that plasma-lyte was noted on the floor under the oxygenator, in the drainage cup on the oxygenator, and in the gas line. No gas was flowing at the time of the leak.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a primed amg oxygenator setup was noted to have plasma-lyte leaking from the membrane exhaust and gas inlet ports on pump r4. The circuit was taken down and a new one was rebuilt. The setup was not used on a patient.